Manufacturer narrative:
This lead was explanted on (B)(6) 2020 and was returned. The ICD and the lead under complaint were received and analyzed. The lead analysis did not reveal any damages which might be related to the clinical observation. However, analysis showed that there were no marks on the df-4 connector indicating that the lead had been properly fixated to the ICD header. The memory content of the ICD was inspected. The available iegms revealed the presence of noise in the rv channel. Furthermore, the impedance increase was confirmed by the trend data. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. However, the set screws did not show screw marks on the bottom side indicating that they were tightened during the implantation, which is consistent with the analysis results of the lead. There was no indication of a material or manufacturing problem. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. The ability of the ICD to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the ICD was fully functional. There was no indication of an ICD or lead malfunction.

Event description:
It was reported that there is noise on the rv lead as well as loss of capture. Impedance was measured at over 3000 ohms.